Event description:
Admitted for repairing of recurrent incisional hernia, graft material brought to operating room - opened delivered to field in sterile manner. Nurse then noticed black dots on outer package (clear with label) and then examined clear foil package noting some black dots on label. Graft material was in a box, which had no black dots.